Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "deflation". Device remains implanted.

Event description:
Physician also reported right side "implant deflation." The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, brown particles on fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". Device remains implanted.